Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race was not provided for reporting. Upc #: 381371161430, lot #: 1110a, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 28, 2020. (B)(4). This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00039. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band-aid brand first aid hurt free non stick pads. Consumer reported she put on two of the pads and getting them off was excruciating painful. It stuck to the open wound to the point that it took her 20-30 minutes to take it off. Consumer visited urgent care for treatment. The issue has not fully resolved as the consumer still has some bleeding. This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00039. The same patient is represented in each medwatch.